Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, at the first firing, the surgeon grasped the small bowel with the product and pressed the green button, then tried to squeeze the handle attempting to fire, but the handle was not able to be squeezed. A new handle was used and connected to the same reload then tried to fire, but the handle still was not able to be squeezed. A new handle and a new reload were taken out, and the surgery was continued. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.